Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ullq, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported experiencing uncomfortable stimulation/overstimulation. The event date was noted to be while the patient was driving the day prior to the report. It was confirmed that the therapy was on. Troubleshooting was limited, however, because the patient could not connect with the ins, due to poor communication and needing to change batteries. The patient's indications for use of the stimulation system were gastrointestinal/ pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the patient was driving a long distance and did not stop to use a restroom. Steps taken to resolve the uncomfortable stimulation sensation as well as the overstimulation included going to the bathroom and reprogramming the device after calling the manufacture for guidance. Outcome remains unknown.